Event description:
On (B)(6) 2013 the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultramini meter was not powering on. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred several days prior to contacting lfs. The patient reported using self-adjusting insulin to manage her diabetes. It is unclear if the patient made any changes to her usual diet, activity level or medications on the day of the alleged issue. The patient reported she developed symptoms of feeling shaky and had less humalog insulin than usual in response to the symptoms. At the time of troubleshooting, the cca confirmed the battery was in good condition, and the patient was using the correct test strips. When a new test strip was inserted, the meter did not power on. It was not the first time the meter had been used and there was no misuse. The alleged issue was not resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient claimed due to the alleged issue she developed symptoms suggestive of hypoglycemia.

Manufacturer narrative:
The lfs product(s) has/have been requested for return to lifescan for evaluation. If the product is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.